Manufacturer narrative:
No further investigation required. Information from the field sufficient to make accurate reporting decisions. Should new information become available, this event will be further reviewed.

Event description:
Boston scientific received information that during use following ventricular lead implant on a pacer dependent patient, testing through this system analyzer was initiated. The previously placed temporary pacing wire was reprogrammed to 50 bpm and the medial team proceeded with threshold testing. The threshold testing was completed and the obtained values applied (0.9v output); however no capture was observed as noted via the flat electrogram. When the analyzers ventricular threshold window was closed, it was noted that the permanent ventricular output had been automatically reprogrammed to the threshold value. The field representative manually reprogram to 5v output, to resume pacing. The patient exhibited a period of asystole of approximately five seconds however, no resulting adverse effects during this time. Boston scientific's technical services and engineers were contacted and provided instruction and guidance on the applications of this unit; specifically, as it pertained to setting the outputs post threshold testing. The engineering review confirmed no product abnormality as it pertained to the instructions for use.